Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿compression of the femoral vessels by a pseudotumor after metal-on-metal total hip arthroplasty,¿ by t. Yasuaki, g. Tomohiro, t. Takahiko, t. Tomoya, w. Keizo, and s. Koichi published in case reports in orthopedics 2017; article ID 2594902: 5 pages was reviewed for MDR reportability. The article discusses a case study of (B)(6)-year-old man who presents with a pseudotumor and femoral vascular compression five years after primary tha using the aml-plus stem, pinnacle acetabular cup, and 36mm diameter ultamet metal head system. Patient presented with pain, redness, and swelling of the left leg. Radiographic scans identified, and surgical intervention confirmed a large cystic mass and femoral vascular compression caused by the metal-on-metal implants. Surgical revision identified corrosion of the head-neck junction and black metal debris around the trunnion. The 36mm ultamet metal head system was replaced with a depuy 28mm ceramic head with immediate improvement in symptoms. A 3-year follow-up confirmed the absence of complications. Adverse events related to products: metal wear of trunnion of aml-plus stem component; corrosion of the head-neck junction involving aml-plus stem and ultamet metal head components. Intraoperative findings: pseudotumor; corrosion of the head-neck junction; metal debris around the trunnion. Patient reported harms prior to procedure: pain; redness; swelling.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.